Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected the transfer set from the pt line of the homechoice set during dwell 4/5 to use the washroom. When the home pt returned the homechoice machine had moved into drain 4/5 and was alarming. The home pt then reconnected to the setup. Baxter's technical service center assisted the home pt in ending therapy early. Per home pt's nurse, no pt injury or medical intervention was associated with this incident.